Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as irritation under the back te pads, possibly allergic to the metal. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a eucerin cream for the skin irritation. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as irritation under the back te pads, possibly allergic to the metal. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a eucerin cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as irritation under the back te pads, possibly allergic to the metal. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a eucerin cream for the skin irritation. Follow up indicated that the skin irritation improved.